Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. It was also reported that the cartridge was leaking. Customer's blood glucose level was 282 mg/dl. Customer declined troubleshooting with tandem technical support, and declined to provide further information.